Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis; however, the device memory data was retrieved and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The lifetime ventricular sensing integrity counts up to 33. There are ventricular tachycardia non-sustained episodes with evidence of non-physiologic oversensing. Concomitant medical products: 6947-65 lead, implanted: (B)(6)2003. (B)(4).

Event description:
It was reported that the setscrew on the device header was loose. The device pocket was opened and the setscrew on the right ventricular (rv) lead came straight out of the header without any input. The setscrew was cinched back down to the rv lead. The device remains in use. No patient complications have been reported as a result of this event.